Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, the patient underwent anterior spinal fusion surgery at t12 using the syncage-ex system. During the surgery, the surgeon inserted and then spread the synex by using the mis spreader. After the synex was spread to the required position, he loosened the mis spreader, but the synex in question shrank without being locked by the ratchet mechanism. His second attempt was also not successful. The surgeon solved the issue by finally inserting a one size bigger synex without being spread. This was almost the same size as the prior synex being spread to the required position. The surgery was successfully completed with no delay, and there was no adverse consequence to the patient. Concomitant devices: low profile parallel distractor (part: 389.202, lot: unknown, quantity: 1). This report is for a synex(tm) with small endplate -5 deg/23mm-31mm height. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 495.315; lot: l253759; manufacturing site: mezzovico; release to warehouse date: 21.12.2016. The device history record shows this lot of 4 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. We have forwarded the complaint to our responsible manufacturing site for evaluation with the following results: the item referred in product investigation has been received not in original packaging. Information etched match to complaint system and DHR. Several post production scratches have been identified on the returned item. No visual defects manufacturing related have been identified on returned item. The functional testing performed according the assembly work instruction se_485809 rev ab and the indication of the surgical technique confirmed the functionality of the returned device with respect to the complaint condition: complaint condition (missing functionality) cannot be replicated. The complaint condition is deemed as unconfirmed. No defects manufacturing related have been identified on returned item. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.